Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of two occurrences of questionable inr results from a coaguchek vantus meter serial number (B)(4) compared to the dade innovin laboratory method. At 11:21 am the meter result was 2.5 inr and at 11:00 am the laboratory result was 1.9 inr. On (B)(6) 2019 at 11:55 the meter result was 2.4 inr and at 12:20 pm the laboratory result was 1.8 inr. The customer stated that they had to prick their finger twice to obtain the above meter result. Note: the times of the meter results were obtained from the customer's meter memory. The customer's therapeutic range is 2.0 - 2.5 inr. The laboratory results were deemed to be correct. There was no allegation of an adverse event. The customer did not know their hematocrit value. The customer stated that 7 years ago, half of the tests performed showed positive for antiphospholipid antibodies while half of the tests were negative. The customer has started taking lasix and potassium chloride the customer is not on heparin or direct thrombin inhibitors, no new illnesses, no changes in diet, and no signs of bleeding or bruising. The affected meter and test strip were requested for return. The tests strips were not returned. Retention test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results: qc 1: 3.4 inr, qc 2: 3.3 inr, qc 3: 3.2 inr. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.